Manufacturer narrative:
No system information or lot number has been provided. This information has been requested, but has not been received. No samples have been returned for evaluation. The root cause cannot be determined at this time.

Event description:
The customer reported that a pt returned three to six weeks after a procedure with a trocar cannula tip protruding from their eye. A secondary procedure was performed to remove the broken tip from the eye.